Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to exceed acceptable levels. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue reoccurs.